Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -17.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault and angle closure with elevated iop. Tthe problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Off label use: acd <3.0. Claim#: (B)(4).

Manufacturer narrative:
B5: patient had pre-existing progressive myopia. Claim # (B)(4).